Event description:
It was reported that during a right coronary artery stenting procedure, after placement of a proximal stent, a new lesion was noted distally. The 2.75x12mm xience v stent delivery system (sds) failed to cross through the implanted stent in the heavily tortuous vessel and heavily calcified lesion. During device removal, while attempting to pull the sds into the guide catheter, the stent dislodged from the balloon. The stent was smashed against the vessel wall. There was no adverse patient sequela and no clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Stent attempted to be placed distal to a newly implanted stent. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states: place the stent in the distal lesion before the proximal lesion in order to minimize stent dislodgement risk incurred by traversing through deployed stents. Based on the information reviewed, there is no indication of a product deficiency.